Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure due to difficulties to inflate the device caused by tissue encapsulation of the pump. The device was functional upon removal, but the physician still replaced the pump with a new one. There were no patient complications.